Event description:
Patient in severe respiratory distress. Patient intubated. Patient became agitated and ventilator began beeping. Patient became bradycardic. Took patient off vent to bag with ambu bag. A large amount of air escaped from the et tube. Patient became calm. Upon examination it was noted that the continuous nebulizer had popped off circuit. It was replaced on to the exhalation valve and the patient could not exhale. The connections all appear the same and are same size. Even when placed correctly they have a tendency to pop off. Staff will use tape to make the connection snug. This is a work-around and not policy.